Event description:
It was reported the patient went in for a refill and there was an issue at the refill that was ¿a bit of a scare there.¿ the patient thought they got an accidental bolus. When the pump was being refilled, the patient got a ¿weird sensation, a warm burning sensation like when she gets anesthesia.¿ the patient went to ¿la-la land.¿ when the patient came to, she was nauseated and was put in another room and hooked up to an intravenous (IV). The healthcare provider (hcp) planned to check the patient at the next refill to make sure her pump was functioning properly. The type of medication being delivered via the device system was bupivacaine and dilaudid. Additional information has been requested regarding the cause of the event and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).